Event description:
The hcp reported the pump was explanted after an implant duration of 53 months after a rotor test demonstrated a stopped pump. A follow up report will be sent if additional information is received.